Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. The procedure requires large bore devices in patients who often have peripheral vascular disease (pvd) and/or vessel tortuosity. The placement of sheaths and dilators in these vessels may result in damage to the vessel at the site of the arteriotomy. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, the patient's blood pressure dropped but the cause could not be determined. Valve implant was successful. As reported, after insertion of the esheath and additional volume IV blood pressure was normal. However, when the esheath was removed, the pressure dropped again. A vascular leak was detected in the iliac artery. While the surgeon tried to repair the damage, the patient had a cardiac arrest. Under CPR, ECMO was installed, and blood transfusions were administered. Due to additional damage, probably caused by the ECMO cannula, the patient died. Perceived root cause of the reported event was hemorrhagic shock.